Event description:
Pt presented to clinic one week prior with failing battery in automatic implantable cardioverter. Upon explant, it was discovered that the svc lead had transected in vivo 42 cm from the end which goes into the implantable cardioverter defibrillator header.